Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately tortuous, heavily calcified right coronary artery (rca). The lesion was pre-dilated with an unspecified trek balloon. A 2.75x38mm xience sierra stent met resistance with anatomy during advancement and was not able to be fully expanded. It was noted the stent was partially deployed; however, was simply withdrawn with the stent delivery system. A non-abbott stent was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay. No additional information was provided.